Event description:
Customer states that air gets into the access pressure pod, creating negative pressure. When the nurse goes to remove the prisma hf1000 set, the access pod bursts spilling blood all over the nurse and the machine. This is an ongoing issue fof this customer. Gambro sales rep and field service techs have all been to this customer site and have established that it is not the machine that has the issue. Per sales, gambro has observed how the custormer loads and uses the machine. Gambro sales rep is confident that this is due to defective product, the patient was not injured when this happened but there was approximately 125cc of blood loss. The incident happened approximately 16 hours into the treatement. The customer ultimately had to clamp the lines above and below the access pressure pod and switch the set to a new lot. No replacement was done and sample is available. They also want to return 8 unopened cases of the same lot.